Event description:
The customer reported that a ligasure instrument jammed in use while performing a dissection of tissue. The instrument's jaws would not open and the blade was stuck. The instrument was eventually cut free from the patient's tissue using another device. There was minimal harm to the patient. Covidien was advised on (B)(6) 2014 that the patient has since passed away. Add'l info has been requested of the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Manufacturer narrative:
(B)(4) 2014. One used lf1537 was received for evaluation and visual inspection found the jaws were stuck shut due to dried residue. In addition, dried residue prevented the jaws from fully opening. The device was received with the jaws shut. The trigger felt sticky and the blade did not advance smoothly due to eschar in the knife track. After cleaning the blade moved along the track smoothly and the blade retracted to home position without assistance when the latch was released. The customer is advised to push forward on the handle to release the latch. This will open the jaws and the blade will retract to home position. The investigation identified the root cause of the reported event to be the user infrequently cleaning the jaws. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws.

Event description:
Additional information received from the site: the surgeon¿s evaluation on the cause of death for the patient was overwhelming sepsis from small bowel perforation after laparoscopic adhesiolysis and anterior resection not related to the ligasure device. The device malfunctioned and would not open after coagulating tissue in the mesocolon, fatty tissue containing blood vessels going to the colon. The surgeon had to use diathermy to cut this tissue off the ligasure device. This procedure of disengaging from tissue and removing out of the abdomen was done in a safe manner without any complications.